Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned only seeing white image and had to use the manual brightness function to use the clv-190. To resolve the white out image issue, the customer disconnected and reconnected the maj-1411. Tac tested the device and confirmed that the light source dims down the light when close to an object. An operator of the device confirmed that the image appeared as normal. However, an e204 focus function error occurred. Tac instructed the customer to clean the contacts and re-attempt. The customer cleaned both contacts of the scope and the tower but the error remained. The customer verified that the scope worked fine on another tower. The e204 error could not be resolved at the time of call. A follow up was made and the customer mentioned that the issue was resolved and no device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source has a complete bright white image on the screen. In addition, an e204 error transpired. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As the phenomenon disappeared when the light source cable maj-1411 was reconnected, it is likely that the reported event of a bright white image occurred because proper light adjustment was not conducted due to temporary contact failure of the light source cable maj-1411. Olympus will continue to monitor field performance for this device.